Manufacturer narrative:
One 7f, duo-decapolar, super large curl, livewire ep catheter was received for evaluation. One image was also submitted to product performance engineering for evaluation. The catheter shaft was able to deflect when actuating the steering mechanism; however, the catheter no longer met specifications for curve shape due to the bends in the shaft. The image submitted with the returned device shows the device deflecting across the shaft; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. No damage was noted on the electrode rings of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device entanglement remains unknown.

Event description:
During the procedure, electrodes 19-20 and 3-4 became physically stuck together inside the heart and would not come apart. A snare was used to separate them and remove the catheter from the patient.